Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. There was reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.